Event description:
It was reported via repair work order that the siderail collapsed due to bent glide rods and a damaged mounting bracket. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.